Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the insulin pump was not giving the right amount of insulin. The customer's blood glucose value was unknown. The customer also reported that the settings for bolus was changed because the insulin pump was old. The customer was declined for troubleshoot on training for the insulin pump. The insulin pump will not be returned for analysis.